Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06737, 2938836-2019-06738. It was reported that when the patient presented in clinic, swelling and redness were observed. The physician believed it was due to infection. Underlying cardiac rhythm with complete heart block (chb) was noted. The patient was discharged home with pending device system extraction. The patient was stable.

Event description:
New information received notes that the device system was explanted on (B)(6) 2020 due to infection. The patient was stable.

Event description:
New information received notes that the patient presented in clinic for device explant. The infection was cleared up, and the device explant was not performed. No further action was planned. The patient was discharged in stable condition and will continue to be monitored.